Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced a low blood glucose adverse reaction and the emergency medical service was contacted. The customer reported his blood glucose to be 40 mg/dl. The customer also reported that his battery does not last more than one week. The customer was advised to monitor his insulin pump and call the hotline in a future to troubleshoot if he experiences any issues again. The product is not being returned. Nothing further to report.